Event description:
It was reported that during a laparoscopic abdominal procedure the surgeon fired the device for the first and second firings with a blue reload across the node in the abdomen and both reloads jammed and were difficult to fire after the second stroke. They then used a second device with a blue reload and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The analysis showed that the ets45 device was received in good visual condition and with two reloads. The reloads (b) were fully fired and in good visual condition. The reload (c) was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.